Event description:
Additional information indicates the infection was treated with IV antibiotics and has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: e1 physician information corrected from initial report

Event description:
Additional information indicates the patient had their system explanted to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2020-32000. It was reported the patient¿s entire scs system will be removed due to an infection. Where the site of the infection originated is unknown.